Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported bipolar fenestrated grasper, the associated device logs and provided images. Two images were received for evaluation. One image depicted a view inside a patient cavity and wristed instruments. A bipolar fenestrated is seen that appears to be broken almost fully at the mouth of the shaft. The base of the jaw module is completely detached and at a right angle. One image depicted the reference identification and serial number that matched what was reported. Evaluation of the logs indicated that the bipolar fenestrated grasper was connected to a sterile interface module (sim) that was attached to arm cart assembly 2. There was an instance of a difference in commanded and actual jaw angles associated with an error code for 'motor position limits', which can indicate a cable or instrument break. The use time was three hundred and nine minutes with a use count of one. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was misalignment between the jaws. Microscopic inspection noted fraying on drive cable two. There was damage to the white pulley. There was structural misalignment at the distal end where the clevis was unseated from the shaft. Functional testing was precluded due to the observed structural misalignment that prevented the jaws from being manipulated correctly. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The investigation identified that the most likely cause could be traced to device design. Additionally, the investigation identified the unreported conditions of frayed cable and jaw misalignment. However, the investigation was not able to identify a root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the final steps of a robotic laparoscopic roux-en-y gastric bypass procedure, while the surgeon was manipulating tissue, the bipolar fenestrated grasper (bfg) was not strong enough to hold the suture in place and broke. As the case was nearly complete, the procedure continued without the bfg. Later, the damaged instrument was removed along with the trocar following the broken instrument protocol. The scrub nurse tried to manually straighten the bfg to remove it from the trocar. There was no patient injury.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported bipolar fenestrated grasper (bfg). Evaluation of the device data indicates that the bfg was connected to arm cart assembly 2 sn: (B)(6) with sterile interface module (sim) sn: (B)(6). An instance of a difference in commanded and actual jaw angles triggered error code ¿motor position limits¿ which might indicate cable or instrument break. Instrument use time was three hundred and nine minutes and use count one. To recover from this error the user should not exceed the recommended use time and use life of the instrument and remove and replace instrument using broken instrument workflow. Review of the provided images notes two images were received. The first image shows the view inside the patient's cavity pictured with other wristed instruments, where the bfg appears to have broken almost fully at the mouth of the shaft and the base of the jaw module completely detached at right angle to the instrument body. The second image shows the reference ID mrasi0004 and sn: (B)(6) which matches the reported information. Further evaluation of the reported bipolar fenestrated grasper is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the final steps of a robotic laparoscopic roux-en-y gastric bypass procedure, while the surgeon was manipulating tissue, the bipolar fenestrated grasper (bfg) was not strong enough to hold the suture in place and broke. As the case was nearly complete, the procedure continued without the bfg. Later, the damaged instrument was removed along with the trocar following the broken instrument protocol. The scrub nurse tried to manually straighten the bfg to remove it from the trocar. There was no patient injury.